Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was kept alarming no delivery for the past three days. Customer did not know current blood glucose level. Customer had all ready done a set change and device continued to alarm, two minutes after basal. Troubleshooting was performed. Customer removed the device and reverted to back up plan. Manual prime was performed and insulin did exit. Set was put on the device and alarm did not occur. Ran a fill cannula and device alarmed no delivery. Customer was advised to try a complete set change once customer had a new infusion set change. No further information reported.